Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount (at least 4) of i.v. Catheter extension sets had no flow issues. This was observed after priming with normal saline prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.